Manufacturer narrative:
H3: product analysis found pi was cosmetically not ok and cable was faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253402, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis found main board faulty, pcba adaptor faulty, knob pcba found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-op, nim interface was not connection properly. There was noise when connected with the nim monitor. There was no patient involvement.